Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had flickers with image. The event occurred during service / maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted.